Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2009. Subsequently, a revision procedure was performed on (B)(6), 2011 due to acetabular loosening. The acetabular cup and modular head were removed and replaced. The surgeon further reported a thickened trochanteric bursa and possible alval. No other information has been provided to date.

Manufacturer narrative:
Device available/returned for evaluation - device was evaluated by biomet (B)(4), subsidiary of biomet orthopedics. Evaluation of the returned device was inconclusive. This report filed (B)(4), 2011.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." "Material sensitivity reactions." This report filed (B)(4), 2011.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately 2 years post-implantation due to acetabular loosening and pain. During the procedure, alval and a thickened trochanteric bursa were noted. The acetabular cup and modular head were removed and replaced.